Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events and patient outcome could not be conclusively determined through this evaluation. It was also communicated that heartmate 3 lvas, serial number (B)(6) , would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section of the IFU, ¿introduction¿, lists bleeding, multiple types of organ failure and dysfunction (including respiratory failure, right heart failure, renal failure, and hepatic dysfunction), and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away from multisystem organ failure (msof). The patient experienced significant post surgical bleeding which required the administration of multiple blood products, which lead to the msof. The death was not considered to be device related as the device operated as expected and the family made the decision to withdraw care.